Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 147 mg/dl at the time of incident. Customer stated that there was fluid under the display. Customer states o-ring was not free of debris. Customer states battery cap was not damaged. Customer was not able to complete self test. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.